Event description:
The clinician reports the implant was inserted on (B)(6) 2021 in ada 4. On (B)(6) 2021, fracture of the implant was verified. No product was returned to the manufacturer. At the event the patient experienced: pain, mobility and swelling. No further patient complications were reported.

Event description:
The clinician reports the implant was inserted (B)(6) 2021 in ada 5. On (B)(6) 2021, non-osseointegration was verified. No product was returned to the manufacturer. There were no reported patient injuries or complications.